Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain driver tip was returned for inspection .a visual inspection revealed signs of wear consistent with use, and the o-ring is slightly discolored. The product was functionally tested with an in house mating implant, and it was confirmed that the driver no longer retains implants. The alleged malfunction was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. A root cause cannot be determined.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the impdts driver did not hold the implant at the torque height. The driver disengaged from the implant when is was being torqued . The procedure was completed with another driver.